Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 575mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 506mg/dl at the time of the call. Troubleshooting found that the pump was cracked at the reservoir compartment. The customer was advised to follow up with their doctor regarding the pump settings. The product was not returned for analysis.